Event description:
As reported to coloplast, a patient experienced pain, vaginal bleeding, and vaginal erosion of the sling along the left side of the vaginal wall. The sling was removed.

Event description:
As reported to coloplast, a patient experienced pain, vaginal bleeding, and vaginal erosion of the sling along the left side of the vaginal wall. The sling was removed.

Manufacturer narrative:
The lot number and device were not available, so no evaluation was performed. Vaginal erosion, extrusion, dehiscence and infection are known complications associated with the use of both synthetic and autologous/donor tissue pubo-vaginal slings for treatment of urinary incontinence. Surgical technique variables and a history of previous or concurrent uro-gynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppression, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events. Device not returned.

Manufacturer narrative:
The lot number and device were not available, so no evaluation was performed. Vaginal erosion, extrusion, dehiscence and infection are known complications associated with the use of both synthetic and autologous/donor tissue pubo-vaginal slings for treatment of urinary incontinence. Surgical technique variables and a history of previous or concurrent uro-gynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppresion, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events.device not returned.

Manufacturer narrative:
The excised sling was not returned, so no evaluation was performed; however, because coloplast's examination may not conclusively confirm or disprove the reports of vaginal bleeding, pain and erosion, coloplast accepts the physician's observations of such as the reason for surgical intervention. Vaginal erosion, extrusion, dehiscence and infection are known complications associated with the use of both synthetic and autologous/donor tissue pubo-vaginal slings for treatment of urinary incontinence. Surgical technique variables and a history of previous or concurrent uro-gynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppression, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events.the lot number is 5690293-088.device not returned.

Event description:
As reported to coloplast, a patient experienced pain, vaginal bleeding, and vaginal erosion of the sling along the left side of the vaginal wall. The sling was removed.